Event description:
A clinic director reported that during surgery there was an oct system message. To clear the message, they rebooted the system, and during the reboot, the gantry went down and contacted the pt's eye and face. The technician immediately lowered the pt bed, and the pt was not injured, as confirmed by slit lamp exam. The surgeon also saw the pt the next day; there was no sign of visible injury, and no impact to the visual acuity.

Manufacturer narrative:
The device history records were reviewed, and there were no unusual findings related to the reported incident. The company representative examined the system. To address the issue, the gantry motor was replaced. The system was then tested and met specifications. The gantry motor has been received by the manufacturer, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with the 21 cfr 803.56 when additional reportable information becomes available. (B)(4).